Manufacturer narrative:
The investigation determined that higher than expected vitros na+ results were attained from a non-vitros biorad quality control (qc) fluid processed using vitros chemistry products na+ slides lot 4225-1017-2011 in combination with a vitros 5600 integrated system. The most likely assignable cause of the event is unknown, however, the vitros slides in use at the time of the event cannot be ruled out as contributing to the event. A fluid related issue was ruled out as contributing to the event as other vitros assays processed during the same test event generated acceptable results. In addition, vitros na+ within-run precision testing performed on the vitros 5600 integrated system was within acceptable guidelines suggesting an instrument issue was not likely a contributing factor. Historical vitros na+ quality control results obtained from vitros na+ slide lot 4225-1017-2011 were acceptable indicating the slide lot was performing as intended prior to the event. Furthermore, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros na+ lot 4225-1017-2011.

Event description:
A customer obtained higher than expected vitros na+ results from a non-vitros biorad quality control (qc) fluid processed using vitros chemistry products na+ slides in combination with a vitros 5600 integrated system. Biorad lot 31880 l1 results of >250 and >250 mmol/l vs. The expected result of 126.6 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros na+ results were obtained from a qc fluid and were not reported from the laboratory. The customer made no indication patient samples were affected. However, the investigation could not rule out that patient samples would not be affected if the event were to recur undetected. There was no reported allegation of patient harm as a result of this event. This report is number 1 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).